Event description:
During remote monitoring, episodes of high capture threshold and noise resulting in oversensing were observed on the atrial lead. The patient was later brought in-clinic, and the noise was able to be reproduced during provocative testing. The device was reprogrammed to resolve the event. The patient was in stable condition.